Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant that the patient became hypotensive after the introducer was initially placed and intra-abdominal bleeding was noted. Medication was required to improve the blood pressure.  Catecholamines were produced and the patient appeared in better condition for several minutes. The leadless implantable pulse generator (ipg) was placed and the patient became hypotensive again. An echo was performed and blood was observed in the right hip. The patient passed away.